Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's abscess. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 living with diabetes 9 / page 107 warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
A customer was diagnosed with an abscess on the arm and was prescribed antibiotics (augmentin 500/125mg tablets for 7 days). The patient had the pod on for three days before calling the doctor because the site was getting bigger and bigger.